Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2018 - 00399, 3002806535 - 2018 - 00401 . Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been disposed of as per the hospital's contaminated waste policy. When the investigation has completed a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to poly dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.